Event description:
Had original surgery and they messed up my skin on my stomach. Had touch up surgery to fix a botched sono bello. Developed severe pain along incision site which ended up being a broken stitch sticking out of my body. They did not immediately see me back for this. Told me to trim it, pull on it, etc. Kept telling me it was "normal". When I was finally seen by the dr, he had to numb the area, use a scalpel to cut this out. I also had hard lumpy areas that massage was not improving and nothing they suggested helped. I was promised results and they ruined my figure. I have chronic pain no one can diagnose and I believe this surgery led to this. I am permanently disabled and in constant pain. And my figure is no longer mine.